Event description:
It was reported that the external pulse generator (epg) had case damage. The epg was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of case damage, both the upper and lower cases are broken. Analysis also found that the battery release, lead flex cover and battery drawer were contaminated, one side bail cover was broken, the ring cover and ring bail were missing, the battery contacts were compressed and the keyboard was scratched. (B)(4).